Event description:
It was reported that the patient underwent a revision procedure due tp the device not working properly 2 weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The physician performed diagnostic testing and observed a cylinder hole. The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient was stable following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of device no longer functioning was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Cylinder has wear at fold in cylinder body; no leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient underwent a revision procedure due tp the device not working properly 2 weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The physician performed diagnostic testing and observed a cylinder hole. The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient was stable following the procedure.